Event description:
It was reported that the patient's blood glucose level reached 15 mmol/l (270 mg/dl). No information was provided on how hyperglycemia was treated.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. The pod generated an alarm during priming, indicating lvd generated by the qn3000. The battery voltage of the bottom battery measured to be lower than expected and is confirmed to be the cause of the hazard alarm. Shelf mode current was measured to be within specification. The exact cause of the low battery voltage in the bottom battery could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.